Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The customer stated that he was in a hot tub and that he was exposed to a few drops of rain as well. He observed some rain underneath the display screen, and he stated that after a few hours, it went away. He stated that the esc and up buttons were unresponsive. The customer did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage on keypad trace. The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads and cracked reservoir tube lip.